Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in below the knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for use. However, during procedure, the balloon was entwined with the guidewire and could not be used continuously. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter and an unknown guide wire stuck in the shaft. The tip (and a small portion of the distal end of the balloon) was removed from the rest of the device for closer analysis. The device was bloody, and the balloon was loose. There was a guide wire sticking out of the port/exit notch. Analysis of the tip, balloon, markerbands, inner/outer shaft, port/exit notch and hypotube included microscopic and visual inspection. Inspection revealed balloon bunching starting 10.2cm from the tip of the device, tip damage (smashed), distal markerband damage (torn), inner shaft damage (perforation) at the distal edge of the distal markerband and inner shaft was damaged/stretched/buckled at the location of the balloon bunching (10.2 cm from tip). Inspection of the rest of the device found no other damage or defect. The guide wire could not be removed from the shaft of the device. The area where the balloon/inner shaft was buckled (bunched) also appeared to be stretched down over the wire, thus preventing it from being removed from the catheter.

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in below the knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for use. However, during procedure, the balloon was entwined with the guidewire and could not be used continuously. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.